Event description:
A nurse reported with a description of device was worn and the plunger was bent. Also stated that intraocular lens (iol) were not damaged, but fitting the lens was difficult. Injector was aged.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information was provided in d.4.,h.3., h.6. And h.11. One opened company handpiece injector was returned for evaluation for the report of a bent plunger. A visual inspection of the iol( intraocular lens) handpiece injector was performed and was found to be non-conforming with the plunger observed to be bent. A dimensional inspection for plunger position height was performed and was found nonconforming due to the bent condition of the plunger. Finally, a functional thread to barrel engagement check was performed and was found to be conforming. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The evaluation does confirm the injector plunger is bent. The root cause for the nonconforming plunger height is unknown. How and when how the plunger position became damaged cannot be determined from this evaluation and a root cause cannot be determined. The most likely cause of a bent plunger head of the injector is from improper handling of the product. The injector was manufactured in august 2010. The manufacturer internal reference number is: (B)(4).